Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2208-70 serial #: (B)(4) description: st linear lead 70cm model #: sc-2138-70 serial #: (B)(4) description: scs 70cm iii lead

Event description:
A report was received that the patient was experiencing numbness due to malfunctioning scs to his neck and back. It was reported that the patient underwent a non-device related surgery, the patient believed that his neck may have been hyperextended back which may have caused the cervical leads to fractured also it was possible that when the grounding pads were placed for surgery that may have caused malfunction with his cervical and lumbar scs. It was also reported that the patient's generator was also having charging issues. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipgs and extensions were replaced. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model#: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing numbness due to malfunctioning scs to his neck and back. It was reported that the patient underwent a non-device related surgery, the patient believed that his neck may have been hyperextended back which may have caused the cervical leads to fractured also it was possible that when the grounding pads were placed for surgery that may have caused malfunction with his cervical and lumbar scs. It was also reported that the patient's generator was also having charging issues. The patient will undergo an ipg replacement procedure.